Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece for analysis. The s-curve hump height was measured within required performance specification. A visual inspection revealed the polytetrafluoroethylene (ptfe) coating of the stylet distal to the connector pin and bunching up inner coil inside the connector region. An x-ray inspection revealed bunching up of the inner coil consistent with procedural damage. The stylet insertion test was unable to be performed due to the bunched up inner coil. The cause of the inability to insert the stylet into the lead was isolated to the stripped ptfe stylet coating and bunching up of the inner coil at the connector region consistent with procedural damage.

Event description:
Additional information received indicated the surgery was performed to address left ventricular (lv) lead dislodgement.

Event description:
It was reported that a surgery to reposition the left ventricular (lv) lead was performed for an unknown reason. During the procedure, the stylet was unable to be inserted into the lv lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition. Information regarding the reason for the procedure was requested, but not received.